Manufacturer narrative:
(B)(4).

Event description:
A company representative (rep) reported an eri message on non -rechargeable implantable nuerostimulator (ins). It was indicated that device was still on and providing therapy. The patient had the following settings: 4v 180 hz 110pw low, 3.4v 180hz 60 pw 2490ohms and there was no indication of short circuit being used in programming. The patient experienced tingles on left arm when stim was turned on. The changed in symptoms/therapy was considered sudden. The patient called clinic on (B)(6) 2015 to get change in medications to address symptoms and this was 3 weeks after being through airport security. The physician programmer displayed 0x8 and stim had been turned off on the day of call. The patient symptoms were fine on the day of call. A week later, the rep further provided that the patient was having more difficult in walking in (B)(6). It was unknown if this was because the device ha d power on reset (por) at that time or just a coincidence. The patient experienced tingling when that device was turned back on but it did happen intermittently and the cause was noted as unknown. The patient would be coming back to clinic in (B)(6) to recheck battery status. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were parkinson's dual and movement disorders

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found the battery at normal end of life. Telemetry and output was okay with no significant anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from company representative reported that the implantable neurostimulator (ins) was replaced on (B)(6) when the battery level dropped below 2.6. The ins would be returned for analysis.

Event description:
Additional information received from the health care provider reported that the patient was seen on (B)(6) 2015 for device integration. The manufacturer representative checked the device and received elective replacement indicator (eri) signal with the device was off. When they turned the device on, patient experienced left arm sensation for 8 seconds. There was a low impedance electrode 9, so they reprogramed with electrode 8 and 10. During the troubleshooting process, the device spontaneously turned on and the patient experienced again the sensation. The cause of tingling in left arm was unknown. The patient was seen again on dec 17 with health care provider, they adjusted much lower to 2.77 from 2.85 and the plan was to change the implantable neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.